Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not roll properly. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is not returning.